Manufacturer narrative:
N/a

Event description:
The following has been reported: software defect two of patient's sps running inotropes started alarming "head pump alarm." Patient's mean arterial pressure suddenly increased from 74 to a high of 150mmhg and patient's systolic pulmonary pressures suddenly increased to high of 75. All inotropes paused and patient 's bp and pa pressure recovered to baseline within 3-5 minutes. Customer has the pumps and has identified one to have the head pump alarm. Pump #(B)(6) had broken syringe holder. Couldn't reproduce alarm but the bad syringe holder could cause the syringe to be dislodged. Reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The reported device was not received in brézins for investigation because it was repair locally. According to the picture provided, it was noted that syringe holder was broken which explains why the pump does not correctly detect the presence of the syringe and triggers a piston head alarm. It has also been specified that the condition of this holder is due to cleaning products. In any case, the pump must not be used if any components show visible damage. Based on this information the root cause of this defect was found likely due to an mishandling of the device which corresponding to a misuse. This complaint is considered as: misuse. The trend is: n/a.